Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "does not run (liquid does not flow) alarms do not sound" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not run (liquid does not flow) and no alarms sounded during setup for a patient infusion in the maternal and child department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.